Event description:
The report is of a male pt with a history of q-wave myocardial infarction, prior CABG, cva/tia, non-insulin dependent diabetes, hyperlipidemia, heart failure and a family history of coronary artery disease. The target lesion was the left main. Vessel diameter was 3mm and the lesion length was 20mm. Pre-procedure stenosis was 80% and timi flow was 3. The vessel was moderately tortuous and had no calcification. The lesion was predilated with a 3mm balloon at 12 atm. A dissection was noticed after pre-dilation. Two study cyphers were deployed (both stents were 2.5x18mm) at 20 atm. The stents were post-dilated with a 3.5mm balloon at 16 atm. Post-procedure stenosis was 0% and timi flow was 3. The pt was hospitalized approx a year after the index procedure with 3-vessel coronary cardiopathy with silent ischemia. The ECG showed a blocked right branch, hemiblock of the left-anterior branch, and left ventricular hypertrophy. An angiography showed 90% stenosis at the target lesion. However, the cyphers in the left main appeared accessible and there was an absence of restenosis. The left anterior descending artery had an ostial occlusion and severe stenosis in the mid section. The circumflex had severe intrastent restenosis (90%) proximal. There was an ostial occlusion of the first obtuse marginal. The right coronary showed hypoplasia. The ptca showed 3 vessels in bad shape (>50%), 1 branch was treated, and 1 lesion was treated (90% to 0%). Final timi flow was 3. An executed angiography of the circumflex was conducted to complete the treatment with brachytherapy, with good results. A controlled coronarography was planned for 6 months later.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all product quality requirements. This lot was part of a study and the stents of this lot were not drug coated. This is one of two products involved with the reported event. The associated manufacturer report number is 9610978-2008-00003. Additional info will be submitted within 30 days of receipt.